Event description:
Patient complained of tingling to left leg calf. Rn removed scd (sequential compression device) sleeves and examined the leg. Two horizontal bruises, each 4-5 inches long by one-half inch wide were noted along the medial calf. No erythema or skin wound. No motor defect. Capillary refill to toes was less than 3 seconds. Negative homan's sign. Skin warm and dry. Calf circumference upon discovery was 13.9cm. Md was notified and the scd was discontinued. Over the last two days, tingling sensation has decreased to the point that it is no longer present. Calf size decreased to 12.0 cm on the day following discovery, and has remained stable. The scd device was sent to biomed for evaluation. The last preventive maintenance done on this device was 7 months prior to the event - the device passed inspection and there have been no other reported problems with the unit.